Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 343 mg/dl. A correction bolus was delivered and customer exercised to address bg. Pump system check with tandem technical support found air bubbles in the tubing. No other device issues were identified.